Manufacturer narrative:
Continuation of d11 product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6)2019 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-jan-2021, UDI#: (B)(4) h6. Device code: c53269 is also applicable to this event. Eval code- method code: 4114 was updated to 4117 regarding the pump and catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and the call was regarding compatibility guidelines for an MRI. It was noted it was unknown if the MRI was due to any suspected issue with the device/therapy and the reporter was not aware of any currently. However, it was reported the patient did have a revision on (B)(6) 2019 and now the pump was ¿off¿ and was going to be removed. No other details were known as the MRI technician was not involved with the pump therapy but wanted to confirm nothing different would need to be done for the MRI if the pump was off. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial#: unknown, product type: programmer, patient. Other relevant device(s) are: product ID: neu_ptm_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that pump flipped over "a couple weeks ago (confirmed in (B)(6) 2019), and she had not had any falls or trauma and didn't know how this happened. The pump had not alarmed. When they checked with controller it said it could find the pump and this first happened yesterday ((B)(6) 2019). Patient was worried she could go into withdrawal but did clarify she was not in withdrawal yet, but stated "I know it could happen, I was in withdrawal a couple weeks ago but then the pump started working again". No further complications were reported.